Event description:
During a radiofrequency ablation (rfa) procedure to treat radiation proctitis, the device operator was unable to connect a focal ablation catheter to the output cable. The same result then occurred with a channel rfa catheter. Inspection revealed that the generator cable's spring appeared broken. The treating physician was unable to complete the case using rfa and therefore utilized argon plasma coagulation. The manufacturer is reporting this event out of an abundance of caution to comply with 21 cfr 803.

Manufacturer narrative:
An evaluation of the flex generator's output cable at the manufacturer confirmed a broken spring in the output cable. A replacement rfa output cable was sent to the customer. The evaluation of both rfa catheters revealed no unusual findings. Both rfa catheters performed within design specifications after manufacturer's analysis. Covidien reference # (B)(4).